Event description:
Possible underinfusion of IV medication indicated by patient response to drug being infused. Infusion pump was programmed to deliver body weight/concentration mode which is used by anesthesia. Nursing uses volume over time and rate mode, causing confusion to nurse operator and possibly induced programming error.